Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that on (B)(6) 2018, the stimulation had gradually turned off by itself. The patient's leg pain had gradually came back stronger, which told the patient the stimulation was off. It was noted that the stimulation had turned off by itself a few times in the past, and a manufacturer representative (rep) had been contacted a long time ago but a more specific time frame of when it had occurred previously and when they first notified a rep could not be provided at the time of the report. It was confirmed that the recharger could connect to the ins, which did show the ins was off, the ins had a 3/4 charge with the last quarter charging, and the recharger battery was fully charged. During the call, the patient was able to turn stimulation on using the recharger. Additional information was received from a rep on (B)(6) 2018 indicating that they do not remember speaking to the patient about their stimulator turning off and they would have submitted a report. Additional information was received from the patient on (B)(6) 2018. The patient indicated that they had an appointment in (B)(6) 2017 and (B)(6) 2018 with their healthcare professional (hcp). They first noticed their return of leg pain and the stimulation turning off by itself in (B)(6) 2017. The patient does not know what makes it turn off. No actions were taken to resolve. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that stimulation was still turning off by itself. The battery and impedances were checked and were found to be normal. The issue was resolved as of the time of the report and not further complications are anticipated.